Event description:
The patient was seen in the ER on (B)(6) 2015 with complaints of sob, fever (101.2) and purulent drainage from the ICD pocket site. The patient is unable to eat and complains of pain in the upper left chest. Patient was given medications and discharged to another hospital for a possible device explant. Diagnosis was cellulitis, dehydration, and viral gastroenteritis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.